Manufacturer narrative:
The insulin pump received with normal operating currents and passed the self test, rewind, basic occlusion, prime and displacement tests. The insulin pump received with stuck motor error alarm loop during bolus delivery and motor position encoder error alarm confirmed in the history file. Unable to perform the unexpected restart error, occlusion, and the excessive no delivery test due to motor error alarm. The motor was tested outside to the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to verify motion sensor test failure alarm due to motor error alarm and no software error alarm noted or found in the alarm history file. No cosmetic damage noted during physical inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the customer had a motor error alarm on the insulin pump. Customer's blood glucose was 127 mg/dl at the time of the incident. Customer needed no treatment. Caller stated that the drive support cap appears normal. Customer might have exposed the pump to a high magnetic field. Customer was assisted in performing the pump rewind and the rewind was complete. Customer had 4 motor error alarms and 1 motor position encoder error alarm in the alarm history within the last 30 days. Customer also had a motion sensor test failure alarm on the insulin pump. Caller stated that the customer's backpack has magnets. Caller got 4 motor error alarms in the morning when they were trying to prime. Customer was put on manual injections. Customer was advised to discontinue use of the pump and revert to a back-up plan. Customer was advised that the insulin pump will need to be replaced. Caller also mentioned that the customer's pump case has a magnet in it.

Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The additional information has been provided with this report.

Event description:
The mother sent an email stating that the patient received a replacement pump, and now that pump has died. The patient received an alarm that may be related to static electricity. The mother was unable to troubleshoot, but wanted to inform us of the situation. The mother stated that she would be calling in to troubleshoot. Nothing further was reported.